Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Intended use: the reveal linq icm is an insertable automatically-activated and patient-activated monitoring system that records subcutaneous ECG and is indicated in the following cases: patients with clinical syndromes or situations at increased risk of cardiac arrhythmias, patients who experience transient symptoms such as dizziness, palpitation, syncope, and chest pain that may suggest a cardiac arrhythmia

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the elective replacement indicator (eri) triggered (B)(6) 1994. A programming tool was provided which reset device and restored to full functionality.

Event description:
It was reported that a remote transmission one day post implant showed the battery status of the implantable cardiac monitor at end of service (eos) as of 1994-01-08. Because eos was triggered in the device, the daily wireless transmission was disabled. The device was restored to its intended functionality and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac monitor was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.